Event description:
It was reported that patient had spastic paraplegia and intractable neuropathic pain from an idiopathic spinal cord infarct. It was noted that an intrathecal pump was placed 4-6 months prior to (B)(6) 2014. It was noted that the physician thought the pump pocket had become infection and when the patient had ¿____ urosepsis.¿ the wound dehisced and ¿_____ down,¿ had breakdown incisions, grew ¿pseudomonas¿ out of the pump pocket, requiring explanation of the pump delivery system. Patient underwent general endotracheal anesthesia. It was reported that there was an intrathecal pump pocket infection and infected hardware. It was also noted that there had been a urinary tract infection (uti) with a history of urosepsis, suprapubic catheter and spastic paraplegia. The procedures done were: explanation of intrathecal pump, irrigation and drain of intrathecal pump pocket, excision of necrotic tissues and removal of intrathecal catheter. The patient was placed on the operating table in the right lateral decubitus position on an axillary roll. Sterile prep and drape was done of the lumbar location of the intrathecal catheter and a ¿15 blade¿ was used to open the incision. Electrocautery was used for hemostasis and sharp dissection down of the lumbar fascia where the intrathecal catheter anchor was identified, cut free of its anchor, and removed from the intrathecal space intact. The ¿tip¿ was sent for cultures. The pocket was clean. It was noted that there was no evidence of any tunnel infection. The distal edge of the catheter was pulled and then cut, retracted back up into the skin of the patient¿s intrathecal pump pocket. The spinal fascia was over sewn with a running interlocking stitch. There was no evidence of intrathecal fistula or intrathecal leak. The wound was irrigated, again inspected for hemostasis and closed in usual fashion with simple interrupted sutures in 2 layers. The skin was closed with dermabond. The patient was repositioned in supine position, the bean bag was removed and sterile prep and drape was done intrathecal pump pocket. A ¿10 blade¿ was used and an ellipsoid incision was made around the infected and dehisced incision, removing approximately 1cm of tissue from the lateral edges of the incision extending the incision approximately 2cm on either side of the distal edges of the incision, excising the necrotic wound margins and infected wound margins en block. The wound was irrigated and the pump was removed and the pocket was scored with a ¿bovie and then electrocautery¿ used to excise what appeared to be a thick fibrotic infected granulation tissue. The wound was irrigated with one liter of bacitracin irrigation and the pocket was scored and the edges of the wound margins were trimmed, removing any necrotic or fibrotic scar tissue until the wound margins were clean, soft and ¿bleeding nicely.¿ subsequently meticulous hemostasis obtained and a 14 gauge french drain was placed in the wound. The wound was irrigated again with a 2nd liter of bacitracin irrigation and then attention was directed towards closure of the wound. The drain was connected to the hemovac and then a sterile dressing was applied. Patient was transferred to the intensive care unit (ICU) overnight for observation due to the risk of a hypertensive crisis due to uncontrolled pain due to spinal cord injury and spinal reflex or possibly a hypotensive crisis and shock from baclofen withdrawal was another concern.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).